Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2004 - the pt underwent a surgical procedure with implant of a bard composix e/x mesh product. It is alleged the bard composix e/x mesh became collapsed and entangled in her intestines. On (B)(6) 2012 - the pt underwent an attempt to remove the bard composix e/x mesh, it is alleged that three feet of small intestine and part of the large intestine were also removed during this procedure. The attorney's report alleges, pain, injury, and explant.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not provide medical records. Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.